Event description:
User facility reported that the product was in use to manually ventilate a pt. According to the anesthesiologist, the pt sustained a pneumothorax after the product was used. The anesthesiologist did not allege any device malfunction.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.